Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's (B)(4) reporting that she had pulled out the spike to the heater bag during the setup on the home choice (hc) machine. The home patient (hp) was not connected, and requested assistance with restarting setup. The baxter technical service representative had the hp restart with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding pulling out the spike, the hp explained that she uses a compact exchange device (cxd) to spike the bag and that after she had spiked the bag and opened the cxd, the spike came off. The hp was very confident that she was using the cxd appropriately and that there were no problems with the cxd. The hp stated that the "hole of the bag (where the spike is inserted) was loose". The hp was advised to discuss this issue with her nurse, so the nurse can observe the hp while she is setting up for therapy. The hp stated that she has no problems now, and that she is continuing therapy. No further information was provided.

Event description:
During a follow-up with the head nurse, the nurse stated that she had some basic information only. The head nurse stated that the home patient (hp) had a pin hole size hole in his transfer set so the transfer set was changed out.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue/disconnection of a supply bag. The patient was setting up the supplies and used a compact exchange device (cxd) device. The patient stated that after she had spiked the bag and opened the cxd, the spike came off. The hp was very confident that she was using the cxd appropriately and that there were no problems with the cxd. The hp stated that the 'hole of the bag (where the spike is inserted) was loose'. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.